Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) could not be deployed because the device would not shuttle. Resistance was experienced as the device was advanced through the sheath. The device was removed, and manual compression was applied. There was no reported patient injury. The device was discarded and will not be returned. The device was stored in accordance with the instructions for use. The user was trained, and the deployer was certified. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) could not be deployed because the device would not shuttle. Resistance was experienced as the device was advanced through the sheath. The device was removed, and manual compression was applied. There was no reported patient injury. The device was stored in accordance with the instructions for use (IFU). The user was trained. The device was not returned for evaluation as it was discarded. The product history record (phr) review of lot f2520902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ could not be observed as the device and sheath were not returned for analysis. The exact cause of the shuttle advancement issue could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.